Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an eclipse with universal glenoid surgery the screwdriver broke off when tightening the screw. A part of the device was still in the screw head. The inlay recess was raised, as the screw head was minimally protruding. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged driver shaft, ar-9545-t15-01, serial/batch number (B)(6), was received for investigation. The visual inspection revealed that the driver's distal tip was twisted/stripped. Due to the device's damage, functional testing was not performed. The most likely cause is misuse, which can be attributed to improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion.